Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A complaint database search found additional complaints against the provided product and lot combinations. A review of both device history records did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the bone screw as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec'd ((B)(6) 2014) litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, inflammation and difficulty ambulating. There is no new additional information that would affect the outcome of the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, and 1 screw was loose. Records are available for further review. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, and metallosis.